Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation on 7/18/2019. Upon initial inspection, the bwi pal found the shaft kinked approximately 103 cm and 108 cm from distal tip. The observed kink has been assessed as not MDR reportable as the device integrity was maintained and no external components were exposed. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. At this time is not possible to determine the root cause of this condition. However, the reported condition could be have originated in some place external to the manufacturing environment. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Lot number 30170113m was provided by the customer. However, this lot number was not recognized. Multiple attempts have been made to obtain clarification to this lot#. However, no further information has been made available. A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Reports 2029046-2019-03504 are related to this same incident. Manufacture reference no: (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a thermocool smart touch sf bidirectional (stsf) catheter suffered cardiac tamponade requiring pericardiocentesis. During the mapping and ablation phase, there was an increase in patient¿s heart rate. Cardiac tamponade was confirmed by intracardiac echocardiagram (ice). Pericardiocentesis was performed to remove 360 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome was fully recovered with no residual effects. There¿s no information regarding physician¿s causality opinion. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The flow was set within normal parameters for stsf catheter. No error messages were observed on any bwi product. The force visualization features used included graph dashboard and vector. The parameters for stability used with the visitag module were 2mm, 3 sec, 25% for 3g. No additional filter was used. The color option used prospectively was time.

Manufacturer narrative:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and a thermocool smart touch sf bidirectional (stsf) catheter suffered cardiac tamponade requiring pericardiocentesis. The investigational analysis completed (B)(6)2019. The device was visually inspected and the shaft was observed kinked in two places. The magnetic sensor was tested on carto and the catheter was properly visualized, with no errors were observed. Electrical testing was performed on the catheter and it was found to be within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Deflection tests were performed and it was found within specifications. The catheter was deflecting correctly. Irrigation testing was performed and the catheter failed. It was determined that this issue is related to the kinked condition, observed on the shaft. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the kinked condition on the shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling/manipulation of the device during shipment. However, this cannot be conclusively determined. Manufacture reference no: pc-000501732.